Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the gripper line getting caught on the frictional element. However, a cause for how the gripper line getting caught cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was opened in the left atrium and oriented above the valve. An attempt was made to lower the grippers to test them. The anterior gripper was lowered without issue. The posterior gripper was unable to be lowered. It was seen to be wiggling on the echocardiogram image but would not lower to the clip arm. Troubleshooting was performed but was unsuccessful. The clip was removed. Another xt clip was used to successfully complete the procedure. One clip total was implanted reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.